Manufacturer narrative:
The glucose reagent lot number was 809710, the expiration date was not provided. The investigation found that the main water pressure was out of specification and there was an issue with the cell wash.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Data was provided for one patient's glucose. The initial result was 2.40 mg/dl, and the repeat result was 107 mg/dl.